Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all stations were displaying the alert patient data may not be current. A technical support specialist (tss) dialed into the carefusion coordination engine (cce) server and found that the e: drive had only 300 mb of free space out of 199 gb. Upon checking, the database size was small (around 1 gb), so the tss truncated the message logs table and shrank the database to free up space; however, the e: drive still had only 1.3 gb available. Further tss identified that the system volume information was consuming 164 gb of space. The integration engineer confirmed that cce services had stopped due to low disk space. After clearing and shrinking the vss, the total disk capacity on e: increased to 400 gb with 364 gb free. The integration engineer restarted the cce services, messages began processing normally, and the server was verified to have sufficient space for database growth, resolving the issue. The system functioned as intended after the technical support specialist and integration engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server had an issue where all stations were displaying the alert ¿patient data may not be current¿ and ¿order interface problem¿. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.